Event description:
The pt reported that he activated the device at 10:30 pm on (B)(6) 2012. He didn't notice anything unusual during the fill and priming process. At 7:35 pm the next day his blood glucose measured 213 mg/dl which he corrected with a 2.2 unit insulin bolus. By 10:23 pm his bg rose to 339 mg/dl; an additional 3.0 unit bolus was taken. At 6:45 am on (B)(6) 2012 his bg was 378 mg/dl. The pt was hospitalized with a bg over 500 mg/dl (time of admission was not reported). The device was removed at 4:00 pm and he was treated with an insulin drip.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction, manufacturing defect, or other product condition that would have contributed to the reported hyperglycemia was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provide," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."